Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that shortly after implant of this implantable cardioverter defibrillator (ICD), device data showed two instances of no atrial pacing at a lower rate, which the health care professional (hcp) thinks should have occurred. Technical services (ts) was consulted, and possible causes were discussed at length. The hcp is considering programming the device to ddd 50 with av search. Ts agreed with this option and recommended system evaluation in a few weeks. Ts also recommended using the latitude remote patient monitoring system for close monitoring. No adverse patient effects were reported. This product remains in service.